Event description:
It was stated that, "in today's case one of the sides of the attachment that holds the rod in place, came off when [doctor] was trying to advance the rod further into the tulip. Patient was not harmed."

Manufacturer narrative:
Based on the description of the reported event and returned device, it is hypothesized that the root cause of the reported event was insufficient mechanical properties of the instrument's distal tip to withstand the applied forces. It is likely that while advancing the attached rod within the working space, potentially requiring torsional force or rocking, an excessive or off-axis load caused excessive stress on the distal tip, ultimately leading to its fracture.